Manufacturer narrative:
Product analysis #(B)(4):¿equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline flex was returned within the inner pouch, a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal and proximal ends were fully opened and frayed. No bend was found on the pusher. No damages were found with the tip coil, distal marker, resheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer report of "failure to open at the distal end" was not confirmed as both the distal and proximal ends of the braid were fully opened and frayed. The cause could not be determined. Possible causes of failure to open include vessel tortuosity, deploying the braid in the vessel bend, and damaged braid. However, the customer reported moderate vessel tortuosity and the braid was not positioned in the vessel bend, ruling out those potential causes. In this event, the damaged braid may have contributed to the failure to open the issue. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. However, the cause for the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The distal end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right intracranial cavernous sinus. The max diameter was 20mm, and the neck diameter was 15mm. The landing zone was 4.0mm distal and 5.0mm proximal. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the pru level was said to be normal. It was reported that marksman catheter was placed in the middle cerebral artery, and the pipeline was deployed through it. After the tip end was opened it could not be expanded, and the stent was retrieved into the marksman catheter. The pipeline was then withdrawn from the body. The tip end of the stent was seen to be rough in vitro. The operator stated that there were quality issues with this stent. The pipeline was replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed no abnormalities. The devices were prepared according to the instructions for use (IFU).